Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no guided information exists. It is being reported due to a similar device being marketed within the us with the following info: (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: the infusion over run. It was supposed to be infused over 24 hours. And it is due for completion on (B)(6) 2025 at 1700 hours.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689, k142596, and k191910. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. A space line was selected, and the infusion started with a rate of 26ml/h and a volume of 625ml over 24 hours. After 24 hours was reached and the kvo-mode (keep vein open) started. The infusion was stopped, and the line was extracted. No other abnormalities were found. Judgment: the complaint could not be confirmed.